Manufacturer narrative:
The lm-900 was not returned to coopersurgical for evaluation. A query of operating room complaint database did not reveal any type of product trend for nitrous oxide leaking from the tip connection/gun. Should the product be returned to coopersurgical at a later date, we will provide a device evaluation follow up to FDA. (B)(4).

Event description:
The tip to gun seal leaked nitrous oxide when the doctor was removing the prove from the patient and the labia was burned.